Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. The customer reported that after evaluating the device, they found a pinched tubing that was causing the reported issues. After freeing the pinched tubing, the reported issue was resolved so the device is no longer available for return or evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it was auto cycling with inaccurate volumes. It is unknown if there was patient involvement associated with this event.